Event description:
It was reported that one day post-operative a coronary artery bypass graft (cagb) procedure, the patient developed bleeding. Once the patient was re-opened, the found that the patient was bleeding from the middle of the vessel. The clips were still on the vessel but they were not completely closed. The area was re-clipped. The patient remains in the hospital. The exact amount of blood lost is presently unknown.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.